Event description:
Device 3 of 3 (see MFR report # 1627487-2010-02973 and 1627487-2010-02974 for devices 1 and 3.) The pt rec'd her scs system on (B)(6)2010 which included an ipg, surgical lead and lead extension. On (B)(6)2010, it was reported that her leads migrated. The pt went to the ER on (B)(6)2010 with drainage coming from the ipg and lead incision sites. It was reported that before going to the ER, the pt had a sudden loss of stimulation that had not been able to be recaptured through reprogramming. The entire scs system was explanted on (B)(6)2010 and the pt was treated with IV antibiotics. The explanted devices were returned to the MFR for analysis. F/u on the pt found no further issues reported.

Event description:
Reporter alleged the needle from the softclix lancet device protrudes outside the end of the cap. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.